Manufacturer narrative:
No equipment problems were reported in the study. The article stated "these preliminary results, show that the technique appears to be safer than surgical lung biopsy, but not harmless. Among 113 cases collected to date at our centre, one died (0.9%) and this lead us to the conclusion that before this tool is widely adopted we need to test its safety in larger multicentric trials." In general it appeared that the death and all of the reported complications were a result of the disease state of the patients. However, no conclusive determination can be made. No trends have been identified and erbe USA, inc is now closing the file on this event.

Event description:
During a review of a clinical study in cryobiopsy in interstitial lung diseases, february 2014, volume 9, issue 2, e86716; transbronchial lung cryobiopsy in the diagnosis of fibrotic interstitial lung diseases; a death was documented. Per the article, an erbe (B)(4)cryoprobe (2.4 mm diameter x 90 cm length) was used in the procedures (note: other complications were also reported). The study was investigating cryobiopsy to diagnosis fibrotic interstitial lung diseases. The clinical literature reported that a patient died of acute exacerbation of idiopathic pulmonary fibrosis (ipf) 7 days after the procedure. No specific patient information was provided.